Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom of the device turning off without user input which was reproduced. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it was found to not stay powered on. There was no patient involvement.